Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The implant surgeon from our customer reported to our sales rep that while performing a surgery, distal misdrillings happened.